Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded at 34 cm from the distal tip electrode due to friction to the device can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the ventricular lead exhibited noise. The lead was removed and replaced.